Event description:
I have used resmed airsense 10 CPAP machine. There are black colored particles on my mask filter and on the inside of water chamber seals. I learned that philip CPAP machine had had black particles problems and they recalled their machines. I believe the particles on my filter and on the seal are from the resmed machine forms/something inside the machine. I called resmed and they told me to send a repair company, repair authority, to repair. I must pay all the cost. I need the machine every night. The machine is very costly and insurance does not cover. I hope you could help me resolve the problem and I can get a new no defect machine. I hope FDA do a investigation to find out if resmed has the same defect materials used in the CPAP and caused the black particles leaked out. As ordinary people, we cannot do anything to protect our self. I am reporting this issue to you and hope you take some actions to protect us if there are problems as philip CPAP machine. Thank you. I looked at the particles and they are not mold or microbes. I have the picture and I saved the seals with the particles on it. I trashed the filter.